Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/11/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The seal was observed to be unraveled at the center of the seal. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. The seal was observed to be unraveled at the center of the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches the outer diameter was measured at 0.219 inches ((B)(4)). The length of the delivery tube was measured at 2.49 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed as well as the analyzed failure "unraveled material" was observed. The lot #3000297180 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that prior to the use of the hst iii system (4.3mm) for a coronary artery bypass procedure, the device did not load properly when they were removing the device (p step). Another heartstring was used in the procedure. No harm to the patient.